Event description:
A customer reported problems with the touchscreen during a procedure. The system was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
The company representative examined the system and noted the touchscreen was not receiving the command. The company representative calibrated the touchscreen. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of the system's event log was completed and no system messages or issues related to the reported event were observed. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).